Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia, seizure, and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's spouse reported that the patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. On (B)(6)2024, the patient began convulsing and was unresponsive. The patient did not have a bg meter. The spouse called 911 and the bg was 37 mg/dl while the cgm was 150 mg/dl. Emergency medical services (ems) treated the patient with IV fluid and food and the patient recovered after treatment. Ems departed after 1 hour. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.